Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021. Product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2021. They reported that the cerebral spinal fluid (csf) leak caused their leads to "tare", so the leads had to be cut and removed for 5 months. During that time the patient hadn't charged the controller or the implanted neurostimulator (ins), so they were dead on (B)(6) 2021 during the lead replacement surgery. The hcp was able to get the controller and ins charged and communicating with the ins, and everything was working fine following the surgery. It was noted their ac power supply ended up going missing while they were in the hospital. A request was sent to repair to replace the ac power supply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator(ins). It was reported that after cervical stimulator implant on (B)(6) 2021 patient began having headaches, photophobia, neck pain and went to ER. The device was explanted and not replaced. Patient also had blood patch done.